Event description:
Due to failed 3-part mentor alpha I penile prosthesis, patient underwent penile prosthesis explantation and reimplantation. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).